Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. A new cartridge was successfully loaded to address the event and continued to use the pump for insulin therapy. The customer's blood glucose level was 293 mg/dl.